Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became loose during the night and the user woke up to an elevated blood glucose (bg) level with ketones. However, the exact bg level was not provided. The user reconnected the luer lock connection and resumed insulin delivery to address bg level.